Event description:
Reporter alleged that on (B)(6) 2011, he obtained the results of 342 mg/dl and 110 mg/dl back to back within 10 minutes on the mobile system. Reporter also alleged that on (B)(6) 2011, he obtained the results of 251 mg/dl and 96 mg/dl back to back within 10 minutes on the same mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were unavailable and used up completely, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.